Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 - 00875; 0001822565 - 2024 - 00876. Proposed component code: mechanical (g04)- stem. Visual examination of the provided pictures identified the stem, body, and head within a bag, with what appears to be a fractured mating end on the stem. No further evaluation can be made from the provided pictures. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} : updated: g3; h2. Upon reassessment of the reported event, it was determined to be not reportable as the returned product was not a zimmer biomet device. The device was competitor product the initial reports should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as the returned product was not a zimmer biomet device. The device was competitor product the initial reports should be voided.

Manufacturer narrative:
(B)(4). G2: foreign: switzerland. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip procedure. Subsequently, the patient was revised for fracture of the modular revision stem system without adequate trauma. The puncture then also results in an infection of the prosthesis. Attempts have been made and no further information has been provided.